Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 3 years, 1 month. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced an unspecified variation in hemolysis parameters and pump power fluctuations reportedly leading to a small suspicion that of thrombus in the device. The patient had been placed on the urgent transplant list some time ago due to severe aortic regurgitation resulting in difficulty maintaining a sufficient blood pressure. On (B)(6) 2015, the patient received a heart transplant.

Manufacturer narrative:
The evaluation of the returned device found a tissue-like thrombus formation adhered around the inlet bearing cup and inlet bearing ball. The deposition appeared to have formed in laminated layers, and the portion in contact with the bearings appeared denatured, indicating that the thrombus likely developed on the bearings over an undetermined amount of time while the pump was operating. Additionally, a small, white, tissue-like deposition was present in the outlet stator adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Although the deposition did not appear to have originated in this location, its specific origin and a duration in which it was present in the pump cannot be determined. The observed depositions would have potentially contributed to the reported power fluctuations and hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing its file on this event.